Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely separating from the delivery catheter after being adequately fixated. The device remained implanted. There were no patient consequences.

Manufacturer narrative:
Correction for h6 coding.

Manufacturer narrative:
The reported event of premature separation was confirmed. As received, a catheter was returned in one piece with blood noted at the distal cap. Visual inspection found the tether control knob was in aligned position, but the bullets were misaligned. X-ray examination found one of the tether wires slipped inside the release tether screw, as received. This could have contributed to the event reported in the field.